Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The lead was received with the helix retracted, bent and stuck on the guide tooth. The guide tooth of the lead was extrinsically damaged. Visual summary analysis of the lead indicated apparent explant damage. The helix would not extend due to the damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had twiddler syndrome. During a device check the right atrial (ra) lead had high thresholds and it was found to have twisted. When attempting to straighten out the lead the helix would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.